Event description:
Per the clinic, the patient experienced an infection at the abutment site that was treated with a topical antibiotic. There was a skin revision and the abutment was removed under a general anaesthetic. Once the infection resolves there are plans to re-attach another abutment. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on november 7, 2022.